Event description:
Reporter alleged obtaining the results of 280 mg/dl and 280 mg/dl on the advantage system compared back to back with results of 58 mg/dl and 115 mg/dl on two different professional systems. Reporter stated that each result of 280 mg/dl was performed within 10 minutes of one of the professional systems. Reporter stated she self-treated with juice after the 58 mg/dl result was obtained as she was feeling hypoglycemic symptoms. Reporter also stated she ate dinner. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.